Event description:
The tech alleged that the side rail is not staying up. No pt impact.

Manufacturer narrative:
The tech found a broken swing arm weldment on the side rail. The tech replaced the side rail to resolve the issue.